Manufacturer narrative:
This product was being used for treatment, not diagnosis. Product, in an as-received condition, did not meet specification. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused tissue damage in the past and therefore is likely to cause or contribute serious injury if this event were to recur. There were no indications of intervention or patient injury. This report is being filed as a product problem without adverse event / serious injury.

Event description:
Description of the original complaint: "the tip is coming apart." No patient injury was indicated. Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was performing a nasal endoscopy, running the device at the recommended speed of 5000rpm in oscillate direction. The user facility stated "he did not do anything different in the case than previous cases." During surgery a portion of the blade broke off. Subsequent to the event, the surgeon changed to a new blade and continued the operation with no significant delay. There was no adverse patient consequences or sequela reported. No additional follow-up care required as a result of this event. All portions of the blade in question were received indicating there were no unretrieved device fragments. The portion that broke was the outer blade measuring approximately 5/8 inch long and corresponding to the curved section of the blade. Visual inspection showed deformation and damage of the locking area of the outer hub indicating excessive sideway pressure was applied during use. The outer blade was hyper-extended which allowed the hubs to damage each other. Functional inspection shows that the blade loads properly into the handpiece. No further analysis or conclusion can be drawn in the condition the device was received. IFU statements include, but are not limited to: surgeons shall view endoscopic monitor while dissecting. If you believe a blade has been bent during use, visually inspect it and discontinue use if the blade is bent or damaged. Discontinue use of accessory if tip begins to wobble and replace accessory to prevent unintended tissue removal from patient. Employ visualization when using rotating xps accessories, including use of image guided surgery system if needed. Discontinue powered application in the event of lack of visualization of the surgical site.